Event description:
The dealer alleged that the back and seat upholstery have stretched out abnormally. The consumer feels like she is sitting on the crossbraces and back upholstery has quite a lot of give to it. The consumer weight is only 170 lbs.